Event description:
A report was received that the patient was unable to establish communication between the remote control and ipg. The patient underwent an ipg replacement. The patient is reportedly doing well.

Event description:
A report was received that the patient was unable to establish communication between the remote control and ipg. The patient underwent an ipg replacement. The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The complaint the ipg wasn't functioning and communicating with the remote control could not be verified. The device exhibits normal device characteristics.